Manufacturer narrative:
The customer emailed olympus technical assistance support (tac). The customer reported flickering image with a rectangle in the center of the image. The customer then swapped processor and second processor worked properly. Tac spoke to olympus corporation of the americas (oca) rep and advised to verify if a separate video signal from another third-party device was routed to the lg 27hq710s monitor and verify the correct input was being selected on the monitor in integrated room. Olympus corporation of the americas (oca) rep advised that now the listed device was operating properly with multiple attempts. All camera heads attempted to operate properly on a second cart. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a flickering image during a laparoscopic cholecystectomy. There was a procedural delay and was completed with a back-up device. There were no reports of patient harm.